Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported, left side rupture and lump. Via ultrasound. The device remains implanted.

Event description:
Patient reported left side rupture and lump via ultrasound. Healthcare professional later confirmed left side intracapsular rupture and reported left side capsular contracture baker grade unknown and "free fluid". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3.